Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the sister of the patient noticed blood inside the tube and on (B)(6) 2019. On (B)(6) 2019, it was reported that the patient went to the emergency room with a fever and hemoglobin level of 7, which was treated with 2 units of blood. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and the source of the bleeding was unknown. The patient continued to feel unwell and was re-admitted to the hospital on (B)(6) 2017. The patient was diagnosed with a gastric bleed with a hemoglobin level of 6 and treated with IV fluids. The patient was scheduled for an upper endoscopy on (B)(6) 2019 to assess the bleeding; however, the endoscopy was cancelled due atrial fibrillation and atrial flutter. At the time of report, the patient was still hospitalized.